Event description:
This device was returned for routine sevice and was reportedly alarming while in patient use. There was no reported patient harm. During the repair evaluation, it was discovered that the unit would not sound an audible alarm as specified. This malfunction was discovered on the techinicians bench and there was no patient harm or injury associated with this malfunction. The power switch was replaced to correct the problem.